Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that an additional 12 truespan stitch was placed and an outside-inside technique was used (with institution suture) to complete the procedure. It was reported that the surgeon decided to complete the procedure with elements and sutures from the institution.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a knee arthroscopy surgery, meniscal suture, at the time of making the first stitch with the truespan meniscal repair system peek 12 degree, the device is activated and the stitch is not fixed on the meniscus, when the device is removed, it is evident that it remains in the device and not fixed in the meniscus. Then a stitch of truespan meniscal repair system peek 24 degree is placed which both peeks, and at the moment of pulling the suture to reduce it, it breaks and when verifying it did not close the defect. The case was completed an additional 12 truespan stitch is placed and an outside-inside technique is used (with institution suture) to complete the procedure. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received provided by customer. The complaint device was received and inspected. The observation revealed that the implants and the suture were not received along with gun. To test its functionality, the trigger was actuated, and no anomalies were found, the mechanism of the handle was working smoothly. Therefore, this complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number (5l45335), and no non-conformances related to the reported complaint condition were identified. Since the condition of the device received, we cannot replicate and discern a specific root cause for user to have experienced this issue. Based on the meniscal repair technique guide, as recommendation it is necessary to choose the portal which most easily allows the delivery needle to be inserted perpendicular to the tear site to reach and position your anterior meniscal repair site. As per IFU-113244, it is important that the device is positioned correctly. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 100 devices that were released to distribution. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (5l45335), and no non-conformances related to the reported complaint condition were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a knee arthroscopy procedure on (B)(6) 2020 for a meniscal repair, it was observed that the truespan 24 degree peek device broke while pulling the suture. There were fragments generated. There was no surgical delay or adverse patient consequences reported. No additional information was provided.